Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. The ra lead was extracted easily. There was a reported ''tough bend'' at the clavicle while removing the rv lead but was successfully removed as well. Use of the bridge balloon was not necessary during the procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a large thrombus formation on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event 20 april 2020.